Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and leak testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: between (B)(6) 2018 - (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-four (24) units of 2000ml exactamix eva tpn bags had leaked from the "input" port. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.